Event description:
The sbp and dbp (only the arterial dpt) move higher over time because the zeroing is not maintained. The user needs to continuously zeroing the system or change the dpt.

Manufacturer narrative:
Device has not been returned for eval.